Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a procedure. According to the complainant, during the procedure, the clip was difficult to deploy onto the bleed site. The clip was eventually released; however, the event resulted in a "loss of time". There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Although the exact event date was not provided, the event was reported to be sometime ¿during the month of (B)(6).¿ the complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. Based on the available information, the reported failure (difficult to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) could not be performed since the lot number was not provided in the complaint.